Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system for two patients. The patient samples were retested and the results were in a different clinical category. The initial erroneously elevated results were not reported outside the laboratory. There are no reports of any adverse patient consequence or any medical intervention to prevent or preclude any adverse patient event.

Manufacturer narrative:
Customer declined service dispatch. Customer stated that their biomed technician will perform the troubleshooting on the instrument. A bci field service engineer (fse) did not investigate the event. The customer stated that their biomed technician investigated the event and changed the mixer motor pinch rollers and substrate probe. Bci requested that biomed returns the parts to verify instrument performance. The biomed technician determined that the sample probe defaced on the bottom and bent, although carryover testing passed. Sample probe was replaced and customer recalibrated all assays. Since probe replacement, the two instruments have correlated well on all assays. Hardware is the probable root cause for this event. MDR # 2122870-2008-335 documents the results for patient 1. This is 1 of 2 separate MDR reports related to 2 patient events associated with a single malfunction report on different days. Reference MDR numbers 2122870-2008-335, 2122870-2011-05306 for all related events. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for additional reportable events.